Manufacturer narrative:
(B)(4)

Event description:
It was reported that the implantable cardiac monitor was unable to be interrogated and displayed an error message. No intervention was reported. The patient was stable.